Event description:
Consumer purchased 20 gum deep clean toothbrushes and the bristles started to fall out.

Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.